Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user contacted support for assistance with an ilet supply change, was guided through the steps without issue, insulin delivery was resumed, and a blood glucose value of 216 mg/dl was recorded afterward. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed no device malfunction reported and no component failure observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.